Event description:
It was reported that nurse found the housing cap of a large volume infusor to be abnormal before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation did not confirm the reported condition. The device was not damaged and was observed to be intact. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One sample was received at the plant for evaluation. No defect was observed during visual inspection. The housing cap, clear fill-port cap, and blue winged luer cap were found to be in their normal condition. All caps fit properly to their parts. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.